Manufacturer narrative:
E1: patient city: (B)(6), patient country: united arab emirates.

Event description:
Reference number (B)(4) event occurred in the united arab emirates. It was reported by the patient's mother that her child faced an event of unresponsive blood glucose level of 400mg/dl on (B)(6) 2025. The same was treated by insulin pump. Also, the patient faced bleeding and site was patient's arm. No further information available.